Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nighttime hypoglycemia and contacted support to understand how the ilet algorithm adjusts; the user was advised to treat only after receiving a low-glucose alert and received troubleshooting and education regarding algorithm learning and best practices. Symptoms included hypoglycemia events during sleep. Outcomes included no hospitalization and self-treatment with oral glucose. Investigation included a support-led troubleshooting and education session. Investigation of this case revealed no device malfunction reported, and no hardware or component issue identified, with usage and alert-driven treatment discussed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.